Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Sudden onset of left upper arm swelling , bulging in the forearm and sharp pain in the axilla to the neck was reported. The patient was admitted for evaluation. Extensive deep vein thrombosis of left upper extremity, acute thrombosis of left internal jugular vein, innominate vein, subclavian vein and axillary veins. Patient was discharged on (B)(6) 2015 with no action taken. This is all of the information provided to us. Should additional information be provided, this event will be updated.

Manufacturer narrative:
(B)(4).